Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. There was an air detected in cassette warning in drain 2 of 4. Air bubbles were found in the drain line. Treatment was stopped and fluid was found in the pump module area of the cycler and on the external part of the cassette. The patient was advised to not use cycler until the next day's treatment. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said the patient did not have any harm, intervention of adverse event due to the fluid leak. The patient let the cycler dry out before using again.the patient is using the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. There was an air detected in cassette warning in drain 2 of 4. Air bubbles were found in the drain line. Treatment was stopped and fluid was found in the pump module area of the cycler and on the external part of the cassette. The patient was advised to not use cycler until the next day's treatment. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said the patient did not have any harm, intervention of adverse event due to the fluid leak. The patient let the cycler dry out before using again.the patient is using the same cycler.